Manufacturer narrative:
The insulin pump was received with no delivery alarm during excessive no delivery test due to faulty force sensor resistor. No moisture damage was found inside the device. The device had minor scratched display window, cracked case at display window corner, and cracked reservoir tube lip.

Event description:
It was reported that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 600mg/dl. Customer treated with a manual injection. The customer also reported that their insulin pump was exposed to moisture. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).